Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "internal error occurred - system reset required" message and the device did not appear to charge properly while running on battery power. Complainant indicated after the patient event the device was in testing with the clinical engineering department and the device would not power up with the returned battery. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.